Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the beta bionics support agent reported that on (B)(6) 2025 the user experienced low bg 51 mg/dl overnight, treated with one to two bananas, followed by a high bg 292 mg/dl. The user reported no ongoing issues. No hospitalization or long-term effects.